Event description:
It was reported that the user¿s ilet pump delivered insufficient insulin due to an infusion set deployed with the needle guard left in place, resulting in prolonged hyperglycemia with a peak blood glucose of 318 mg/dl and extended time above range; after the user replaced the teflon infusion set (23", 6 mm) correctly, glucose began trending down. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and resolution with user intervention and education. Investigation included user interview and troubleshooting focused on infusion set use and pump dosing behavior, including consideration of insulin on board and trend data. Investigation of this case revealed improper infusion set deployment leading to interrupted insulin delivery. It was concluded that user technique caused the event and that the device functioned as designed once the infusion set was correctly applied. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.